Manufacturer narrative:
The manufacturer became aware on 29-dec-2025 that the user experienced hypoglycemia on (B)(6) 2025 with a reported blood glucose of 40 mg/dl. The event occurred following a meal announcement, after which emergency medical services were called and the user was evaluated in the emergency department, treated with intravenous fluids and glucose, and discharged the same day. The user subsequently resumed ilet therapy, and no additional information was available at the time of reporting.

Event description:
On (B)(6) 2025, the user reported that on (B)(6) 2025 they experienced hypoglycemia with a blood glucose of 40 mg/dl. Prior to emergency response, the user reported taking a meal announcement and receiving oral glucose administered by a caregiver. Emergency medical services were called, the user was evaluated in the emergency department and treated with intravenous fluids and glucose, and the user was discharged the same day and resumed ilet therapy.